Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2015 the patient was administered general anesthesia to facilitate the removal of the abutment and the placement of a new fixture. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.